Event description:
A patient was injected with radiesse dermal filler on (B) (6) 2010 in the naso labial folds, cheeks and near the temples. In less than two days, the patient developed a stippled appearance, similar to that of an ice burn on the left side malar, up to the lower eye lid. The patient developed a scab on the 3rd day and diagnosed with necrosis. The physician prescribed antibiotics prophylactically during healing.

Manufacturer narrative:
During a follow-up with dr (B) (6), the patient is healing and had not developed any infection. There is little scarring at this time. The patient continues to use a topical triple antibiotic ointment. The radiesse lot number was not provided; therefore the device could not be reviewed.